Event description:
During ptca of a calcified lesion in the right iliac artery,(via the femoral arter), 2 powerflex balloons ruptured at 12 atm. There was no injury to pt. The procedure was completed with another product. X-rays and the product are in transit to the manufacturer.